Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- visual analysis of the x-ray revealed that no issues were identified with the lcp dhs-pl 130° 4ho l92 standbarrel tan. The fracture was identified on the distal femoral. However, as described in the a-6399213, this is the separate event that led to the fracture and plate looks intact from the available x-ray. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for lcp dhs-pl 130° 4ho l92 standbarrel tan. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a mre review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for femoral trochanteric fracture with the dhs system in question. The surgery was completed successfully. After the surgery, on (B)(6) 2021, it was found that the patient had a distal femoral fracture. The removal procedure was performed on (B)(6) 2021. One (1) dhs blade, one (1) dhs trochanter stabilizing plate, and four (4) cortex screws were removed from the patient. The lcp dhs plate was re-fixed with a df plate. There is no further information available. This report is for one (1) 4.5mm ti cortex screw self-tapping 42mm. This is report 4 of 7 for (B)(4).

Manufacturer narrative:
Event occurred on an unknown date in 2021. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.